Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2016, product type: catheter. Product ID 8709, serial# (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2016, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
See MFR report number: 3004209178-2016-10622 for details on pump replacement. Information was received from a manufacturing representative regarding a patient receiving intrathecal dilaudid 50mg/ml at 50 mg/day. The indications for use were non-malignant pain and chronic low back pain. It was reported that during a pump replacement procedure, the health care provider (hcp) could not get anything through the catheter access port (cap), so they injected dye and found that the catheter was in subcutaneous tissue (not intrathecal). The catheter was replaced (along with the pump). No one knew about the catheter migration until this case. The patient however, after the case, said that the pump wasn¿t really working for him for the last 8 months (from (B)(6) 2016), causing the manufacturing representative to think the catheter issue may have started at that time. However, the manufacturing representative did not know the patient¿s medication history to know when the hcp kept increasing his dose. They were not sure what caused the migration. The implanting hcp did not think it was a pump issue; rather something that was caused by the catheter migration. It was noted that the patient was also on other oral medications.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.